Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a esophageal banding procedure. According to the complainant, post-procedure, the pt coughed up two of the bands. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).